Event description:
It was reported that the programmer exhibited an error message when trying to complete a software update. The programmer has been returned for investigation of the error message. There was no patient involvement. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification on its uplink amplitude test and therefore the cable was replaced, and it was noted that the head's label was also replaced. Product ID: 2090 programmer; (B)(4).